Manufacturer narrative:
This report is based on information provided by medtronic investigation personnel. The product sample was not returned to the medtronic laboratory; however, a study graph was provided by the customer for analysis. The customer reported bravo short study. The reported condition was confirmed. The investigation found that the reported condition was due to bravo system communication failure. The investigation isolated the failure to the bravo communication system, but a cause was not identified. The failure identified on this customer returned sample is a known. A review of the device history records indicated that this serial number was released meeting all specifications as manufactured. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a short study. Technical support started to log into the system and retrieve the copy of the study, and confirmed that it was a short study so a repeat procedure was necessary. The recorder did work correctly previous to this procedure. There was no patient injury and no implanted device.